Event description:
The patient arrived at the hospital after receiving inappropriate high voltage therapy due to a supraventricular tachycardia. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.